Manufacturer narrative:
Corrected information found in section d4 catalogue number changed from 03p25-74 to 03p25-77.

Manufacturer narrative:
Data and information provided by the customer were reviewed. Return testing was not performed as returns were not available. Device history record review was performed on lot 42031ud01, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. Customer field data was used to assess the performance of the architect stat high sensitive troponin-I assay using worldwide field data. Review shows that the median patient result for lot 42031ud01 is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Labeling was reviewed which adequately addresses the current issue. Per product labeling, when an increased value for ctni is encountered (e.g., exceeding the 99th percentile of a reference control population) in the absence of evidence of myocardial ischemia, a careful search of other possible etiologies for cardiac damage should be taken. Elevated troponin levels may be indicative of myocardial injury associated with heart failure, renal failure, chronic renal disease, myocarditis, arrhythmias, pulmonary embolism, or other clinical conditions. Per product labelling any condition resulting in myocardial injury can potentially increase cardiac troponin I levels. For mi diagnostic purposes, the architect stat high sensitive troponin-I results should be used in conjunction with other information such as ECG, clinical observations, and symptoms, etc. Based on all reviewed data, we conclude that there is no product deficiency with the architect stat high sensitive troponin-I reagent identified in this complaint.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient. The architect stat high sensitive troponin-I result was 28.3 ng/ml. The sample was tested multiple times, all exceeding the reference range, but the patient's ECG was normal, and there was no st segment elevation. The patient has a medical history which included symptoms such as coronary arteriosclerosis. Troponin was tested several times between (B)(6) 2022 and (B)(6) 2022. The results were in the range of 24-28, and results yielded by poct and other methodologies were also around 20 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
This report is being filed on an international product, list number 03p25 that has a similar product distributed in the us, list number 02r98. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.